Event description:
It was reported that during routine follow up, a decrease in sensing and a loss of capture were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead exhibited normal electrical characteristics.